Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user, on their second day of therapy, experienced a hypoglycemic episode with a blood glucose value of 43 mg/dl after a usual dinner meal announcement. The user managed the episode with fast-acting carbs. There was no outside medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.